Event description:
Caller reported a tandem mobi cartridge alarm that resulted in the customer¿s blood glucose level exceeding 500 mg/dl. Specific value was unknown, but the display indicated "high." The customer attempted to change the cartridge six times with brand new cartridges, achieving success with the sixth attempt to resume insulin delivery. There was no need for assistance from a third party. Technical support confirmed the cartridge alarm and noted that it occurred during the load process. The customer waited for prompts from the tandem mobi mobile app before changing cartridges. Technical support decided to replace the pump due to consecutive cartridge alarms confirmed by cts.